Event description:
The lead was electively explanted. Post op visual from the physician indicated insulation damage at the proximal end of the lead. Explant method: intravascular, superior technique/tools: intravascular counter traction, sheath(s), excimer no complications.